Manufacturer narrative:
It was reported that the two employees reported to employee health to be seen and evaluated. Complainant has been contacted multiple times for further information, but has remained unresponsive no further information available. No patient information was provided in regards to age, weight, ethnicity and race. Date of event was not provided. No information was provided in regards to lot number, therefore device manufacturing date could not be determined. The product involved in the alleged incident was not returned and no lot number was provided; therefore no further evaluation could be done.

Event description:
A healthcare facility reported that two employees are suffering respiratory illness congestion and headaches which caused an asthmatic attack. The first employee developed a headache. The second employee had congestion and a headache.